Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced prime/fill anomaly. Customer's blood glucose value was unknown. During troubleshoot; the customer stated that insulin dripped out through fill tubing. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.